Event description:
A malfunction was reported with a code 'malf 1' that could not be reset. There was no adverse impact to the customer's blood glucose level. The customer would use multiple daily injections (mdi) as backup therapy to ensure insulin delivery was not interrupted.